Event description:
Blood glucose results of "88 mg/dl, 54 mg/dl and 35 mg/dl" with the lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter test strips and control solution were replaced.